Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on sensor and no issues or failure modes were observed. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Sensor found to be in state 3 (indicating sensor was active and paired for 14 days) with no event codes in the event log. Linearity test was performed, and results were within specification. Issue is not confirmed. An extended investigation has also been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer (a child of (B)(6) years) received a sensor error message while wearing the freestyle libre sensor and was unable to obtain results. As a result, customer experienced unspecified symptoms of hypoglycemia and had contact with a healthcare professional, who diagnosed the customer with hypoglycemia and administered intravenous glucose for treatment. There was no report of death or permanent injury associated with this event.